Event description:
It was reported the pt was admitted to the hospital 2009, with fevers, chills, myalgias, nightsweats and one week history of increasing shortness of breath and fatigue. The pt was in congestive heart failure, renal failure, hepatic failure and in a coma when he was taken into the operating room six days later. A mitral valve replacement was performed removing the patient's native valve. The annulus was debrided and contained calcium and frank pus with a posterior abscess of the mitral annulus. Postoperatively, the pt continued to have persistent high fever. Cultures grew out a haemophilus species as well as a candida species. Despite therapy with multiple antibiotics, including antifungals, the pt developed a progressively worsening pv leak and developed congestive heart failure again. The valve was explanted and replaced with another sjm mechanical valve. According to the hospital's pathology report, necrotic fibrous tissue with acute inflammatory infiltrates and bacteria were present. The valve has been discarded and therefore will not be returned for analysis. The pt is reported to be doing well and has returned home.